Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device, when attempted to adjust the white balance, the screen turned red and the error e843 (white balance adjustment failed) occurred. Per the report, the device was returned from repair and at the time of pre-inspection the reported event was observed. There was no patient involvement in this reported event.

Manufacturer narrative:
Complete facility name (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.